Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that post implantation on (B)(6) 2024, the patient experienced epidural hematoma. As a result, patient was taken back into surgery where the system was explanted to address the issue.